Event description:
Dear (B)(4), we received complaint from (B)(6) hospital that during ventilation, the ventilator triggered several alarms, and ventilation was not provided to the patient. Fortunately the patient was not harmed due to fast reaction by medical staffs. Case has been reported to ha, and ha may issue safety alert notice on hamilton ventilators, therefore we have to act and reply within 48 hours. Formal investigation report is required. During ventilation (niv mode), medical staff noticed "panel connection lost" alarm, subsequently "tf2414", "tf9421", "tf9907". From the ventilators event log, there is also "power fail (B)(6) 2022" and "restart after power fail (B)(6) 2022". During this time, ventilator did not provide ventilation support. "Panel connection lost", "tf2414", "tf9421", "tf9907" are not reproduced upon service personnel arrival. Below may help the investigation, we found that during ventilation power on, tf2614 and tf2611 were often triggered. However, this is only seen in the event log, but not on the ventilators screen / alarm panel. We have replaced the vu mother board "(B)(4)", however we still noticed the ventilator still triggers tf2614 & tf2611 after replacing the mother board (14:47:27) but, after full calibration, we found tf2614 and tf2611 are not triggered together with power-on. (Please refer to 15:12:19 and 15:44:38). Please advise the root cause and which part to be replaced within 48 hours. For this case, formal investigation report is required. Thank you.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: the issue in this cer is deemed a reportable event since the malfunction 'connection panel lost' which logs different tfs and switches to ambient mode during ventilation will cause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator device showed many tfs in one single second and the display "panel connection lost" alarm during ventilation was due to a defective esm board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported at all from the complainant which should have led to further questions regarding any harm to the patient or user. As complaint in this cer was submitted to hamilton medical ag over 2 years ago, no attempts will be made to obtain additional information. The allegation in this cer was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like the issue in this cer as it will be deemed a reportable event. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: the issue in this cer is deemed a reportable event since the malfunction 'connection panel lost' which logs different tfs and switches to ambient mode during ventilation will cause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator device showed many tfs in one single second and the display "panel connection lost" alarm during ventilation was due to a defective esm board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported at all from the complainant which should have led to further questions regarding any harm to the patient or user. As complaint in this cer was submitted to hamilton medical ag over 2 years ago, no attempts will be made to obtain additional information. The allegation in this cer was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like the issue in this cer as it will be deemed a reportable event.

Event description:
Dear (B)(6), we received complaint from (B)(6) that during ventilation, the ventilator triggered several alarms, and ventilation was not provided to the patient. Fortunately the patient was not harmed due to fast reaction by medical staffs. Case has been reported to ha, and ha may issue safety alert notice on hamilton ventilators, therefore we have to act and reply within 48 hours. Formal investigation report is required. During ventilation (niv mode), medical staff noticed "panel connection lost" alarm, subsequently "tf2414", "tf9421", "tf9907". From the ventilators event log, there is also "power fail 2022-08-09" and "restart after power fail 2022-08-09". During this time, ventilator did not provide ventilation support. "Panel connection lost", "tf2414", "tf9421", "tf9907" are not reproduced upon service personnels arrival. Below may help the investigation, we found that during ventilation power on, tf2614 and tf2611 were often triggered. However, this is only seen in the event log, but not on the ventilators screen / alarm panel. We have replaced the vu mother board "msp159304", however we still noticed the ventilator still triggers tf2614 & tf2611 after replacing the mother board (14:47:27) but, after full calibration, we found tf2614 and tf2611 are not triggered together with power-on. (Please refer to 15:12:19 and 15:44:38). Please advise the root cause and which part to be replaced within 48 hours. For this case, formal investigation report is required. Thank you.